Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jul2020.

Event description:
It was reported to philips that the device a had oxygen failure alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The fse while performing troubleshooting replaced the gas delivery system and the data acquisition board, however the fault still existed. The reported issue was then confirmed and traced to a faulty central processing unit printed circuit board assembly (cpu pca). The fse replaced the cpu pca to correct the issue. The unit passed performance verification testing and it returned to service.